Manufacturer narrative:
Evaluation summary: ten devices were returned for evaluation. The two used dissectors did not meet specification as received, whereas the eight unopened dissectors met specification. Visual inspection of the two used disposable devices revealed that the tip of the waveguide was broken off. The broken pieces were not returned. The eight other dissectors were in unopened packages and showed no defects. The reported condition was confirmed for the two used devices. The reported condition was not confirmed for the eight other dissectors in unopened packages. Investigation personnel performed functional testing on the two returned used hand pieces using a test lab generator and battery. For each device, the assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing, and the missing piece was not returned. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The eight other dissectors in unopened packages passed all the functional testing. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instruction for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaws of the dissector was detached from the device and fell into patients cavity but retrieved while creating the vaginal cuff. A plastic uterine manipulator was used. There was no patient injury.